Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "the operator is an certified manta user who uses the manta closure device every week. The operator described that he used the device strictly by following the IFU during an tavi. He inserted the manta sheath over the guidewire into the vessel, removed the dilator and inserted the manta device into the sheath. Then slowly withdraw the manta sheath into deployment depth which was 5+1. He released the anchor and heard a click. Then pulled the device into yellow/ green. In the moment when he wanted to grab the blue tube to lock the radiopaque marker. He described that he had only the device in his hand which was no longer connected to the distal part. The device has detached itself from the suture. So he could not continue the closure steps as usual. The closure site had a slight bleeding. The bleeding was temporary stopped by using balloon inflation. Angio showed that the radiopaque marker of the manta device was underneath the puncture site at middle thigh. After a few minutes the radiopaque marker was underneath the knee. The operator reported that they will now do a cut down of the puncture site to seal the vessel and try to locate parts of the manta device underneath the knee." Additional information received on 16aug2024: the manta device including the blue advancement tube got detached from the suture. A surgical cutdown was performed and the anchor and collagen was explanted at the femoral bifurcation. The radiopaque marker was explanted below the knee. Patient reported as "fine" after surgery.

Event description:
It was reported that "the operator is an certified manta user who uses the manta closure device every week. The operator described that he used the device strictly by following the IFU during an tavi. He inserted the manta sheath over the guidewire into the vessel, removed the dilator and inserted the manta device into the sheath. Then slowly withdraw the manta sheath into deployment depth which was 5+1. He released the anchor and heard a click. Then pulled the device into yellow/ green. In the moment when he wanted to grab the blue tube to lock the radiopaque marker. He described that he had only the device in his hand which was no longer connected to the distal part. The device has detached itself from the suture. So he could not continue the closure steps as usual. The closure site had a slight bleeding. The bleeding was temporary stopped by using balloon inflation. Angio showed that the radiopaque marker of the manta device was underneath the puncture site at middle thigh. After a few minutes the radiopaque marker was underneath the knee. The operator reported that they will now do a cut down of the puncture site to seal the vessel and try to locate parts of the manta device underneath the knee." Additional information received on 16aug2024: the manta device including the blue advancement tube got detached from the suture. A surgical cutdown was performed and the anchor and collagen was explanted at the femoral bifurcation. The radiopaque marker was explanted below the knee. Patient reported as "fine" after surgery.

Manufacturer narrative:
(B)(4). One unit of manta, sheath and dilator were returned for evaluation. Blood particulates were noted on all units. Units were decontaminated and inspected. The tamper tube was separated from device. The sheath was interlocked with manta. Trigger was actuated. Manta was dismantled. The remainder of the suture was snapped back into the housing. Collagen, lock and anchor were returned. The suture was observed to be separated at the junction of knot above the collagen site. Angiography videos were obtained indicating access position at the femoral head. The radiopaque lock is positioned within the thigh and knee regions-vessel stenosis is visibly superior to the bifurcation. The device lot history record review for lot number mn2301558 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following the tavr, an 18f ce manta device was planned for closure. The physician inserted the manta device into the sheath and slowly withdrew the manta device and sheath to the corresponding deployment depth. The handle lever was actuated, releasing the anchor and the audible click was heard. The physician pulled the device into yellow/green, went to grab the blue lock advancement tube, and only had the manta closure handle in his hand, and it was no longer attached to the collagen plug (radiopaque lock, anchor, collagen pad, and suture). The deployment procedure could not continue as per usual steps. Mild bleeding was present at the access site, balloon inflation was applied to tamponade. An angiogram revealed the radiopaque marker positioned underneath the puncture site, mid-thigh. A few minutes later the radiopaque marker travelled underneath the knee region and the physician chose to perform a cut-down. During the surgical intervention, the anchor and collagen were explanted at the femoral bifurcation. The IFU posts warnings not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The radiopaque marker was explanted from below the knee and the vessel was repaired for closure. The cause of why manta was ineffective in creating hemostasis requiring surgical cut-down, is potentially due to excessive force applied, breaking and fraying the suture, disengaging the tension needed for completion of closure, and sealing the puncture. Therefore, the root cause of the manta's ineffectiveness in achieving hemostasis requiring surgical cut-down is likely user error.